Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date unknown. No part number reported, hence no 510k number can be provided.

Event description:
On an unknown date a patient was implanted with nail, 115mm blade, and two locking screws. Later, x-rays revealed fracture had collapsed, and blade punctured through the femoral head, and into the joint space. The x-rays also revealed one of the locking screws was broken at the end of the nail, and the other appeared to be bent, possibly broken. On (B)(6) 2012 the surgeon opted to only remove the blade and replace it with a smaller 95mm blade, to minimize invasiveness. This is 3 of 4 reports for this event.